Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cai cannot be confirmed. However, a combination of patient and procedural factors [under expansion of the first valve and severe native valve/leaflet calcification] contributed to the initial aortic insufficiency. Post dilation of the valve possibly over expanded the valve leaflets, increasing the cai, requiring a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, moderate to severe aortic insufficiency was noted post valve deployment; a second valve was implanted. Per report, due to the larger annulus observed in the pre-case tee (26mm), the team decided to utilize a 25x4cm sizing balloon with contrast injection to evaluate suitability for 26mm sapien valve. Following bav, the retroflex 3 delivery system and 26mm sapien valve were introduced and deployed using the deployment sequence. Once the valve was deployed, the rf3 delivery system was pulled back into the ascending aorta. Moderate/severe aortic regurgitation (ar) was observed so the valve was post-dilated. Following dilation, moderate to severe ar was still observed but it was primarily central aortic insufficiency (ai). The team decided to implant another 26mm valve. The second 26mm sapien valve was prepped and deployed using the deployment sequence. Post deployment, there was no pvl and trace cai was noted. The patient was transferred to ICU in stable condition. As reported, the initial aortic regurgitation may have been caused by calcification and under expansion of the valve. Post dilation of the valve increased the valve diameter eliminating the pvl, but possibly pulling the leaflets apart causing cai. The native valve/leaflet calcification was severe; the aortic root calcification was described as mild; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 55%.